Event description:
While running 4c cell controls, the customer reported a leak from the coulter act diff 12 analyzer. The customer stated all parameters were running low and out of range and a vacuum error was generated at the time the leak was reported. The volume was reported as 30 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the wbc and rbc baths and the vacuum isolator chamber was not draining. The fse found a clot in the tubing at valve 13 (lv13) so he replaced the tubing at vl13 to resolve the leak. (B)(4).